Event description:
The olympus representative reported that the power switch on the visera 4k camera control unit had failed. The switch could not be turned on or off manually. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed, but during the investigation it was noted that the power switch was insensitive. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. And correction to h10 of the initial medwatch. The phenomenon was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, power switch cannot be turned on/off likely occurred because the electric power switch does not react. The cause of the faulty electric power switch could not be identified. Olympus will continue to monitor field performance for this device.